Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 product not returned. Additional information has been requested and received. Attempts to obtain the device have been made however not received to date. If further details are received at a later date a supplemental medwatch will be sent. When was the plastic part at end of suture broke off (in the package, during removal from package, during handling or during use on the patient)? Please specify plastic part breaks off intra-op during handling. - device return status: product lost in transit. Should product be received in the future, this complaint record will be updated accordingly. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when was the plastic part at end of suture broke off (in the package, during removal from package, during handling or during use on the patient)? Please specify. Plastic part breaks off intra-op during handling. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an peritoneum procedure on (B)(6) 2022 and suture was used. The plastic part at the end of the suture broke off. No adverse patient consequences were reported. Additional information was requested.